Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was pulled from case, causing belt receptacle pins #1 and #2 to not be connected due to receptacle pulled slightly from j1001 on ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and the monitor case was damaged.